Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the events was unable to be identified; however, the events most likely occurred due to the following: 1) the e218 display message most likely occurred due to a malfunction, a board inside the video connector, or a problem on the system side. 2) the peeling of the adhesive part of the objective lens most likely occurred due to use stress, external factors, and handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Upon evaluation of the returned device, the customer allegation could not be reproduced. Additionally, it was noted the water tightness was not maintained due to holes in the universal cord. The angulation was insufficient due to angle wire elongation. Bending section cover had scratches and was missing adhesive. Multiple device components were noted to have scratches. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
A customer reported to olympus that the endoeye flex deflectable videoscope exhibited an e218 scope error. There was no patient injury, associated with the event, reported to olympus.